Manufacturer narrative:
(B)(4). A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The sample was not returned for evaluation; therefore, a device analysis could not be performed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a nurse was unable to make connection between a clearlink duo-vent continu-flo set and a saline lock during set-up. The customer also stated that the connector that is twisted onto the saline lock to secure the tubing was oval instead of round. No additional information is available.